Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on 3 patient samples that resulted positive when using the simplexa covid-19 direct assay, but negative on the competitor assays (unknown). Simplexa assay run analysis showed only 2 samples were detected for (B)(4) only. Sample ID (B)(4) was detected for (B)(4) (CT = 37.0). Sample ID (B)(4) was detected for (B)(4) (CT = 33.1). These positive samples were likely near the limit of detection of the simplexa assay. The customer's device and the alleged false positive samples were not available for testing. This is the 2nd complaint on mol4150, lot# x8163n for suspected false positive results. Batch record review showed the critical component, reaction mix mol4151, lot# x8194n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or (B)(4) targets. No malfunctions occurred during qc release testing. Retains of mol4150, lot# x8193n were tested on 6/4/2020 with 35 replicates of no template controls (ntc) and resulted in zero (0) occurrences of false positives in either s gene or (B)(4) targets. No malfunctions occurred during retain testing. The alleged false positives could not be confirmed.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on 3 patient samples that resulted positive when using the simplexa covid-19 direct assay, but negative on the competitor assays (unknown). The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy with the clinical indications observed and the results after repeat with unknown competitor assays. No alleged harm occurred. Other than the patient ID numbers, other patient information and patient sample collection method was not provided.